Event description:
It was reported that balloon detachment, reocclusion, and stroke occurred. The patient was being treated for a stroke. The target lesion was located in the tortuous distal carotid artery. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, when the physician pulled the device out from the patient's body, it was noted that the balloon was separated from the shaft of the delivery system. It appeared to be at the transition point from the balloon to the shaft. The balloon was on the guide wire and removed from the patient to end the procedure. Additionally, reocclusion was reported and patient had another stroke after the procedure. The physician did not consider the stroke related to the balloon. Returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the shaft is separated at 127.3cm from the hub. There are multiple kinks along the whole device. Microscopic examination revealed that the tip is damaged. The exit notch has a longitudinal tear that goes all the way to the separation. There is blood present in the guidewire lumen, inflation lumen, and balloon. The balloon is loose. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon detachment, reocclusion, and stroke occurred. The patient was being treated for a stroke. The target lesion was located in the tortuous distal carotid artery. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, when the physician pulled the device out from the patient's body, it was noted that the balloon was separated from the shaft of the delivery system. It appeared to be at the transition point from the balloon to the shaft. The balloon was on the guide wire and removed from the patient to end the procedure. Additionally, reocclusion was reported and patient had another stroke after the procedure. The physician did not consider the stroke related to the balloon.